Event description:
It was reported that approx. 50 months after the implantation this lead was capped due to increased pacing threshold and impedance.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data of protego sn (B)(6) acquired between 13-dec-2018 and 13-dec-2019 showed an initially stable pacing impedance around 550 ohms with a gradual increase to 1300 ohms since august 2018. Furthermore the pacing threshold gradually increased from 2.3v to 5v in the same time period. The shock impedance trend curve demonstrated a base impedance around 125 ohms with three single outliers to greater than 150 ohms since october 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary to determine the root cause.